Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the olympus service center found foreign objects in the nozzle, foreign objects in the c-cover (plastic distal end cover), and a burn on the c-cover.  There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the c-cover has a burn was traced to component failure. Additionally, the most probable cause for c-cover and nozzle has foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.